Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. The cause of low bg was unknown. The customer felt faint and light-headed because of the low bg level and received third party assistance from their spouse and child, who provided glucose tablets and carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.